Event description:
It was reported that this right ventricular (rv) lead exhibited a severed condition due to an unknown cause during placement of a left ventricular assist device. The boston scientific technical services consultant discussed that the tachy mode was turned off. As of this time, this rv lead remains in service. No additional adverse patient effects were reported.